Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was used during a CABG to harvest vein. After using the hemopro 2 to harvest several branches, the harvester noticed that the bisector tip was starting to separate. In other words, the plastic coating around the jaws was pulling away from the internal parts of the jaws. Due to this defect, the device was immediately removed from the surgical field and a new hemopro 2 was opened to finish the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Heavy char and tissue were observed on the jaws. Specks of blood were observed on the toggle and harvesting tool handle. The silicone insulation was observed to be peeled away from the tip to the middle of the cold jaw support with no detachment. A microscopic inspection determined that the heater wire was slightly flexed at the center of the hot jaw. The wire remained in placed at the tip and based of the jaw. No other failures were observed. Based on the returned condition of the device, the reported failure mode ¿peeled; jaw¿ and analyzed failure "material twisted/bent; wire" were confirmed. Specific actions for the reported failure mode ¿peeled; jaw¿ and analyzed failure "material twisted/bent; wire" mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was used during a CABG to harvest vein. After using the hemopro 2 to harvest several branches, the harvester noticed that the bisector tip was starting to separate. In other words, the plastic coating around the jaws was pulling away from the internal parts of the jaws. Due to this defect, the device was immediately removed from the surgical field and a new hemopro 2 was opened to finish the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.